Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. A case of alternate samples from one of the potential related lots from the distribution center was used since the other lots has been depleted. A visual inspection was made on four sets and no defects or issues were detected on the entire sets. During test no leaks or issues were detected, the test was completed successfully. Alternate samples were analyzed; however no malfunctions on the tubing sets were reported by the end user. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis. Follow-up with the pd patient indicated the peritonitis started with abdominal pain and cloudy effluent. The patient was treated with ceftazidine and ampicillin (orally) but could not provide further dosage information. Upon initiation of antibiotics, the patient's effluent immediately became clear.